Event description:
It was reported that in 2/2002 the surgeon performed surgery to debride the pt's flap infection. The pt was treated with both IV and oral antibiotics. It is reported that the pt healed and returned to using the device. In 03/2002, the surgeon treated the pt for infection; etiology and treatment prescribed unknown. In 06/2002, the surgeon reported that the pt was seen for an infection. At this time, the infection was diagnosed as staph. The decision was made to explant the device. The plan is for the pt to be reimplanted in 2-3 months.